Event description:
Hill-rom has received a report from a pt alleging that the vest may have caused her breast implants to rupture. No device malfunction was alleged nor discovered through subsequent analysis.